Manufacturer narrative:
Concomitant medical devices: 407645, lead, implanted: (B)(6) 2006. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a malfunction of the right ventricular (rv) lead. The lead was capped and replaced. No patient complications have been reported as a result of this event.